Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty connecting the catheter to the connector assembly is confirmed and was determined to be use related. The product returned for evaluation was a 4fr groshong nxt clearvue two-piece connector assembly. The assembled connector pieces were able to be pulled apart by hand with a moderate amount of force. Microscopic inspection revealed no damage on the locking arms of the proximal connector piece. There was a small gap between the assembled connector pieces. The distal connector piece was dissected and revealed the blue compression sleeve was bunched up and completely advanced into the taper region of the distal connector. Some light use residue was observed. The bore appeared to be uneven and narrowed before the tapered region. The bore was measured and found to be 0.08816¿ which is smaller than the specification. The narrow and uneven bore likely occurred during device manufacture. H3 other text : evaluation findings in section h:11

Event description:
It was reported three sets of groshong catheters found that the connector connection was not tight when piercing, and they could be pulled out directly, and after replacing a connector, it was found that the connector could not be connected, and the same problem occurred, and the puncture could only be completed after replacing the connector again. It was reported this occurred with three devices. This report addresses the first device.

Event description:
It was reported three sets of groshong catheters found that the connector connection was not tight when piercing, and they could be pulled out directly, and after replacing a connector, it was found that the connector could not be connected, and the same problem occurred, and the puncture could only be completed after replacing the connector again. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.